Event description:
On (B)(6) 2020, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced a buried bumper and the peg/j tubing was removed through the endoscopic procedure. The neurologist also reported that the patient had a skin problem relating to the difficulty in healing wounds. The patient was evaluated to determine if the tubing will be replaced.

Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. (B)(4) was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.